Manufacturer narrative:
The technician evaluated the equipment and three of the four casters were found with brakes that would not hold. The technician replaced two brake casters and one brake & steer caster. The issue was resolved and the equipment operated within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Customer complained that the brakes would not hold on stretcher.